Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that all the troubleshooting options were exhausted, so it was suggested to bring the patient to the clinic. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited failure to interrogate. No intervention was performed. The patient was in stable condition.